Event description:
It was reported that pump displayed malfunction message with internal code before any notable events and customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.